Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: d10, g1: physical manufacturer. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb72339) was returned and received at us cq. Upon visual inspection, scratches/nicks were observed on the returned device but have no impact on the device functionality. The complaint condition was confirmed for the torque limiting handle 80 in-lb (p/n: 299704320, lot # gb72339). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb72339 was released in four batches. Batch1: lot qty units were released on 30 mar 2016 for failure of wrenches to meet torque requirement. It was determined depuy was sampling at the wrong frequency. Sampling reconfirmed and it was then noted that 0 of 54 were then non-conforming. Batch2: lot qty units were released on 19 sep 2016 nr#0033285 for out of specification torque wrenches. Nc could not be confirmed by supplier, sent to third source and found to be in tolerance. As a result, nc is not valid. Batch3: lot this one piece that was found to conform and will be scrapped as a safety precaution due to excessive testing (B)(6) 2016 batch4 lot qty units were released on mar 18 2016 for out of specification torque wrenches. Nc could not be confirmed by supplier, sent to third source and found to be in tolerance. As a result, nc is not valid. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an operation when the surgeon attempted to lock the device torque, there was no tactile release that indicated the torque. The t-handle did not work properly, and there was no force in the handle to tighten the set screw. No "click" to make sure the screw was locked. There was no unification of the operation as another handle is on the grid. No impact on the patient. Concomitant device reported: set screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) expedium spine system torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).